Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient has had this since 2010. They were misdiagnosed for almost a year. They are on their second pacemaker. They struggled for almost a year to find a surgeon to replace their first one because it died. There was no doctor near them that did the procedure. The doctor that placed their first one no longer had anything to do with pacemakers. They finally found a surgeon 4 hours away in 2021. Currently, that doctor no longer provides care or anything with the pacemaker. The patient has been struggling. There is no doctor in the area that can treat them and none within any surrounding states. They want to know what do to because they are in pain every day, still vomiting all the time, and they think their battery is dead again. They are allergic to every anti-nausea medication except zofran. They see their primary doctor weekly and they are at a loss trying to help the patient find a doctor that can help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.